Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station produced strong chemical smell and the drawer 5 solenoid was frozen. The drawer was replaced to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer produced an electrical smell and was shut down. Customer added that the chemical smell was due to the plastic melting on the solenoid. There were no flammable chemicals nearby and there were no patients in the surroundings. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis medstation es system drawer produced an electrical smell and was shut down. Customer added that the chemical smell was due to the plastic melting on the solenoid. There were no flammable chemicals nearby and there were no patients in the surroundings. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 13-apr-2022 to 12-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station produced a strong chemical smell, and the drawer 5 solenoid was frozen. A field service engineer replaced the drawer with a customer supplied drawer and configured and replaced the cubies to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.